Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. The customer stated that her blood glucose was 127 mg/dl and her sensor glucose would be 57 mg/dl. The customer also stated that her insulin pump would also go into threshold suspend mode. The customer was advised to select suspend or restart basal when this issue occurs. No additional information provided.